Event description:
It was reported that the battery voltage was "good", but was "completely dead" approximately 9 months later. Early battery depletion is suspected. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the battery voltage was "good," but was "completely dead" approximately 9 months later. Early battery depletion is suspected. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event. It was later reported that the device had no output.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.